Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that there was a small tear in the optic near one of the haptics and a clear surgical residue on the lens. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece lens and the lens was torn while advancing in the injector. There was pt contact but no injury. This is one of two lenses the surgeon attempted to insert in this pt. See MFR report 2023826-2007-01268.